Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, product was defective as it did not load correctly. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9. , h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was confirmed. The device was returned in the blister tray. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is advanced to mid nozzle. The lens is advanced to between mid nozzle and the nozzle tip. The trailing haptic is extended straight with distal portion facing the lens bay. The leading haptic is correctly folded. We are unable to determine the root cause for the reported complaint "did not load correctly". Straight trailing haptic was observed. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (more than 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The direction for use (dfu) instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).